Event description:
It was reported that during an unk procedure, the stopcock was broken when it was initially being connected to the gas tubing. Another device was opened and the same thing happened. Adhesive tape was used to stick the stopcock to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
H3. Evaluation summary: the analysis results confirmed that the two devices (a-b) were returned with the stopcock detached making the instruments non-functional. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.